Manufacturer narrative:
The device was returned and an evaluation confirmed the complaint. The pneumatic block was replaced to resolve the failed to complete its internal self-test. The main circuit board was replaced. The device was serviced and fully tested before it was returned to the customer. (B)(4).

Event description:
It was reported to resmed that an astral device failed to complete its internal self-test and had a defective main circuit board. There was no patient harm or serious injury reported as a result of this incident.